Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: the black box history dates from (B)(6) 2015 to (B)(6) 2016. The data from the date of the event had been overwritten due to continued use of the pump. Current bb history shows no evidence of occlusions occurring. During testing, the pump performed the ezprime steps with no occlusions occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. The force sensor calibration reading was found to be within the required specifications. A 10 unit audio bolus and a 10 unit normal bolus were performed with no occlusions occurring. Unable to duplicate frequent occlusion issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.